Event description:
It was reported that the onset date of the patient's driveline infection was 01jan2024 with driveline cultures being positive for stenotrophomonas maltophilia and klebsiella oxytoca. The patient had two short course treatments. The driveline culture became positive again on (B)(6) 2024 where the patient was placed on lifelong po (oral) cipro (2916596-2025-05214).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4 UDI correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.